Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a sensor error alert as well as a bad sensor. Customer stated that they had a high blood glucose reading of 418 and treated with insulin. Customer's blood glucose reading at the time of the call was 221 mg/dl. No further information reported.